Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device did not work due to electrical control unit damage, had short circuit inside and had fluid inside the motor. It was further determined that the device had sticky trigger and signs of smoke and heat. It was further determined that the device failed pretest for check for sticky triggers, check function of device, check for unintended motion, check in ¿off¿ mode, check fwd / rev modes function, check osc mode function, check oscillation angle, check switching function fwd / rev in running mode, and check power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the small battery drice device heated up and popped, became extremely hot and started to smoke. It was further reported that the device did not catch fire. According to the reporter, the device was wrapped in a fire blanket and was removed from the operating room. The handpiece device was being used with a battery device and battery casing device. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.